Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-sep-25. It was reported that the ptm shows bolus is delivered but when she went to the doctor it said the bolus wasn't going through. The patient states she has not heard from a rep. The rep was emailed and it was suggested that the patient reach out to the hcp to contact a rep if that is what is needed. The patient states the ptm shows successful. When the doctor reads the pump it will show the patient has been denied 23 times. She has only been denied 4 times since calling on (B)(6) 2018. The patient states that when she goes tomorrow, ¿there is going to be all this medicine left over.¿ the patient also states that the doctor is going to accuse the patient of not using the bolus. The doctor ¿has checked the pump and everything was fine.¿ when she called the first time ¿the date on the ptm was way off.¿ now, ¿the ptm is saying (B)(6).¿ when the patient was getting refills before, it wasn't the right date. In the middle of the month it changed from (B)(6) to (B)(6). ¿it was like it was resetting itself.¿ the patient is getting the pump refilled tomorrow ((B)(6) 2018). The doctor is telling them to have her pump and ptm checked by the field rep. The doctor read the pump log today and it is showing the last bolus delivered was (B)(6) 2018, but she has been requesting and receiving boluses daily since then and ptm is showing ¿bolus delivered.¿ it was suggested that the pump log be compared to the technical report from the ptm. The doctor is telling the patient he cannot help her and she needs a field rep. The caller was transferred to the repair department and a replacement ptm was sent to the patient. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was at their doctor's office and her pump log was showing she was not getting her boluses. The hcp had told the patient the date on her pump log for her last bolus received was showing (B)(6) 2018, however the patient had been requesting boluses since then and the personal therapy manager (ptm) was showing bolus delivered. It was further stated the patient had a lot of medication left over in the pump that should not be there. The event date was stated to be "6 months ago". No further issues were reported or anticipated.